Event description:
During a left total hip replacement, surgeon impacted the insert into the shell and checked for stability with a forcep, and was happy the insert had locked in. When surgeon attempted to do a trial reduction, the liner disengaged from the shell. He then cleared the rim of the shell from osteophytes and soft tissue, and after 2 attempts to impact the liner, he was again happy it had locked in. When surgeon performed a later trial reduction with the definitive femoral stem insitu, the liner once again disengaged. The femoral stem was then removed along with the liner and a new liner was chosen and impacted into the shell. There were no further liner disengagements observed.